Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member was reported via phone call that the customer experienced hyperglycemia. Customer reported low battery alarm or short battery life. The customer blood glucose level was 580 mg/dl. The customer was assisted with troubleshooting for high blood glucose and declined. The insulin pump will not be returned for analysis.